Event description:
Demyelinization polyneuropathy [demyelinating polyneuropathy], myelopathy [myelopathy], axonal polyneuropathy [peripheral sensory neuropathy], hypocupremia/copper deficiency [copper deficiency], hyperzincemia [hyperzincemia], numbness of upper and lower extremities [hypoaesthesia], paresthesia of upper and lower extremities [paresthesia], loss of balance [balance disorder], neurological exam-deficits involving motor-sensory polyneuropathy & myelopathy [neurological examination abnormal], bone marrow suppression [bone marrow failure], anemia [anaemia], distal weakness 2/5 [muscular weakness], plasma copper decreased [blood copper decreased], plasma zinc increased [blood zinc increased], urine copper decreased [urine copper decreased], urine zinc increased [urine analysis]. An article in a neurotoxicology publication reported that an adult male used fixodent denture adhesive, version unk cream and poli-grip denture adhesive, version unk cream, applying large amounts on poorly fitting dentures, often using dentures overnight, and reported the following (B)(6) in 2008 at the age of (B)(6): myelopathy, axonal polyneuropathy, demyelinization polyneuropathy, hypocupremia/copper deficiency, hyperzincemia, numbness of upper and lower extremities, paresthesia of upper and lower extremities, loss of balance, neurological exam-deficits involving motor-sensory polyneuropathy and myelopathy, bone marrow suppression, anemia, distal weakness 2/5, plasma copper decreased, plasma zinc increased, urine copper decreased, and urine zinc increased. The consumer discontinued use of fixodent and poli-grip. Treatment: oral copper supplementation with a typical dose of 6 mg of copper per day. Neuroimaging studies encompassing whole neuroaxis were unremarkable. Initial copper plasma level was depressed at 5 ugh/dl and an initial zinc level was elevated at 132 ug/dl. Initial copper urine level depressed was 10 ug/day, initial zinc was elevated at 1,250 ug/day. Highest plasma copper level on supplementation show the level had increased from the initial level; however, was still within the depressed range at 41 ug/dl, zinc plasma showed persistent hyperzincemia. Copper plasma level after cessation of denture cream use was within the normal range at 85 ug/dl and zinc plasma levels were within normal limits at 112 ug/dl. Copper urine level after cessation of denture cream was within normal limits at 27 ug/day and zinc had decreased although still elevated at 1,210 ug/day. Hypocupremia, plasma copper decreased, and urine copper decreased were recovered. Neurologic outcome was no changed and the consumer continued walking with support of a walker. The case outcome was not recovered/not resolved. Past medical history included: medical history -denture wearer for 15 years. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided. Therefore, unable to proceed with batch retain testing or product investigation. Journal: neurotoxicology. Author: peter hedera, amanda peltier, john k. Fink, sandy wilcock, zachary london, george j. Brewer. Title: myelopolyneuropathy and pancytopenia due to copper deficiency and high zinc levels of unk origin ii. The denture cream is a primary source of excessive zinc. Volume: 30, year: 2009, pages: 996-999.